Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Bottom case seal was intact and plunger case seal was removed. Top case chipped by the front left bottom corner. No apparent contamination. Syringe empty - stop was in the event history log. Syringe empty alarm found during occlusion test and unable to calibrate position pot. The root cause of the reported issue was found to be that the carriage and position pot was unable to move position pot due to broken carriage and broken position pot tab. This was due to customer's causing physical impact. Replaced carriage and position pot. Performed calibration on the pump and passed.

Event description:
It was reported that the position will not calibrate. No patient injury was reported.